Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue replaced the batteries. The iabp passed all calibration, functional and safety tests to factory specifications anw was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a routine preventive maintenance (pm) by a getinge field service engineer (fse), the battery of the cs300 intra-aortic balloon pump (iabp) did not pass the runtime test.there was no patient involvement and no adverse event was reported.